Event description:
The procedure was a digestive surgery that was able to be completed with other equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. B5 was corrected to include additional details of the event that were inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is possible that the issue occurred to dust piled up inside the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. Testing resulted in no fault found and no error message e116 observed. An accumulation of dust was observed when the device was disassembled. The possibility that the dust may have contributed to the customer's reported issue cannot be excluded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported error e116 (otv error) occurred intermittently on the subject device, with two different camera heads. The issue occurred both before and during a procedure, but there was no impact on the patient. There was no harm or user injury reported due to the event.